Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the foreign material, the following issues were found during inspection: the ceiling plate was deformed; the switch box was scratched; the suction cylinder was missing its color indicator; the distal end was corroded; the connecting tube was scratched; the adhesive around the objective lens was worn; and the forceps elevator was corroded. Functional testing showed that the up/down knob had excess play due to a worn angle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer returned the duodenovideoscope to olympus for annual service. No complaint was reported. During device evaluation, foreign material was found at the distal end and inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.